Event description:
It was reported that the pt experienced a burning sensation, down her right leg, when she walked thru a security gate at (B) (4). She was at home. The healthcare provider confirmed that the pt experienced swelling. No pt outcome was given.

Manufacturer narrative:
(B) (4).